Manufacturer narrative:
It was reported that a female patient (77 year old) underwent cardiac ablation procedure for atrial flutter (afl) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The device was received for analysis on 11/30/2020. The investigational analysis has been completed. The device was visually inspected, and it was found in good conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device 30433305m number, and no non-conformance was found during the review. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's ref. No: pc-(B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a female patient ((B)(6) year old) underwent cardiac ablation procedure for atrial flutter (afl) with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The event occurred post-use of biosense webster (bwi) products. After the atrial flutter case had completed, a pericardial effusion was noticed. Caller reported there was a drop in blood pressure on the patient. The pericardial effusion was confirmed by intracardiac echo (ice). Caller reported that the medical intervention provided was a pericardiocentesis and 300 ml of fluid was removed. The patient was reported to be in stable condition. The physician considers procedure as the cause of this event. The patients condition has improved. The patient required overnight stay at the ICU for clinical monitoring.